Event description:
It was reported that the burr became stuck in the lesion, shaft separation and dissection occurred. The target lesion was located in the circumflex artery. A 1.25mm rotapro was selected for atherectomy. The rotapro burr became entrapped within the artery during the procedure. It was noted that the shaft broke. An attempt was made to recover the detached device by using a snare but was unsuccessful. Additional interventions included rewiring the device, balloon angioplasty, and attempted extraction using forceps. The shaft could not be recovered and was left inside the patient. A flow-limiting type c dissection occurred in the mid circumflex artery. There were no symptoms related to the dissection and no intervention to treat the dissection. According to the physician, a break in the device shaft contributed to the complication. The patient was stable post procedure.